Event description:
The printer for the cardiac monitor repetitively printed out a boot sequence, and would not print rhythm strips for the patients. Staff turned off the printer and then proceeded to unplug and plug the device back in several times, however, the printer continued to print boot sequences. After an hour and a half, the printer began to print appropriately again.